Event description:
A hospital in (B)(6) reported that the "felt padding" of an opt318 optiflow junior nasal cannula "was pulled off the butterfly portion of the cannula". The hospital has further reported that the wiggle pads remained in place. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare (B)(4). We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. Method: the complaint cannula was returned to fisher & paykel healthcare (B)(4)and was visually inspected. Results: inspection of the cannula revealed that the loop pad (wigglepad padding) had become detached from the left side of the cannula. Traces of glue residue were present on the cannula and there was also traces of adhesive on the loop pad material on the side that contacts the cannula. The detached loop pad was also brownish and curled. A lot check could not be performed as no lot number was provided. Conclusion: we are unable to determine what caused the loop pad to become detached from the cannula, but the condition of the detached loop pad suggests that it had come into contact with ointment or medication used on the infant and over time had become discoloured. The hospital informed us that they replaced the cannula with another one and had no further problems. The optiflow junior cannula maintains good retention on the infant's face during use. It would only be possible for the loop pad to become detached while the cannula is being removed by the caregiver. The user instructions that accompany the optiflow junior cannula show in pictorial format how to correctly remove the cannula and also contain the following statement: check cannula remains secure on the face. Replace wigglepads if required. Fisher & paykel healthcare maintains a close supervision of this product and its behaviour in the field in order to gain information. We are continuously working to improve the optiflow junior range of cannulae based on customer feedback.

Event description:
A hospital in (B)(6) reported that the "felt padding" of an opt318 optiflow junior nasal cannula "was pulled off the butterfly portion of the cannula." There was no patient consequence as the hospital reported that the cannula remained in place on the baby's face following the incident.